Manufacturer narrative:
A visual inspection was performed on the returned device. The reported dislodged stent was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported dislodged stent. Factors that may contribute to a dislodged stent include, but are not limited to, improper or inadequate crimping at the time of manufacture, forced sheath removal, handling of the stent during preparation, interaction with challenging anatomy, and/or interaction with accessory devices. In this case, it is possible that the stent delivery system interacted with the moderately calcified and mildly tortuous lesion during advancement, contributing to the reported dislodged stent; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling. A cine was performed and the reviewer¿s conclusion states: the physician reported that the stent dislodged from the delivery system balloon upon delivery to the intended lesion. A stent remained on the catheter of the delivery system. Physician indicated no resistance advancing in a moderately calcified and mildly tortuous anatomy that was pre-dilated using a non-abbott balloon catheter, which indicates improper prep of stent delivery system resulting in a stent dislodgement from stent delivery balloon.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous iliac artery. The lesion was pre-dilated with a 7x80mm non-abbott balloon. The 8.0x29mm omnilink elite stent was advanced through the 7fr sheath and once at the lesion during inflation of the stent it was noted there was no stent on the balloon. The stent was dislodged from the balloon in the femoral artery; however, remained on the catheter. Therefore, the sheath and delivery system along with the stent were removed altogether. Another 7.0x19mm omnilink elite stent was used to successfully complete the procedure. There was no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.